Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01185. It was reported the patient's lead migrated. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was regained following the procedure. It is unknown which lead was explanted and replaced. Therefore, both are being reported as explanted.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01185.